Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirts out during prime and insulin pump had battery issues. Customer's blood glucose level was unknown. The customer declined helpline assistance. The insulin pump will not be returned for analysis.